Event description:
The customer reported that the system failed to power up and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The workstation power board cable connection between interconnect cable and c-arm was evaluated and repaired. The system was tested and found to be working as intended and returned to service.